Event description:
It was reported that a pump does not recognize a closed door. Any pt involvement, injury or medical intervention is unk.

Manufacturer narrative:
Manufacturer ref no.: (B)(4). The device was not returned to baxter for evaluation. If the device is returned an evaluation will be performed and a supplemental report will be submitted.